Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker alerted for an atrial arrhythmia burden. A technical services specialist reviewed device data and indicated that there was occasional atrial undersensing of atrial fibrillation seen on the recorded electrograms. It was also noted that the battery longevity status is normal. Further review was recommended. This device remains implanted and in service. No adverse patient effects were reported.